Manufacturer narrative:
Patient's weight unknown/ not provided. Reporter's email address not provided.

Event description:
It was reported that abutment screw (iunihg) was loosened. It was also reported that they were able to remove and replace with the new one.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified signs of light wear, but no other signs of significant damage or deformation that could cause loosening. No valid device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e. Information identified: information identified in the warnings, precautions, and adverse events sections. The complaint reported loosening of screw. The reported event of loosening is non-verified based on the evaluation of the returned product and evaluation of the x-ray. A root cause for this complaint could not be determined. The following sections have been updated: device evaluated by manufacturer: change 'no' to 'yes.'